Event description:
It was reported that in the ICU when passing the catheter over the swg placed in the male pt, the swg became kinked. As a result, a new kit was opened and used without issue. A delay was reported, however there was no reported death or complications to the pt as a result of this delay or occurrence.

Manufacturer narrative:
(B)(4). The device will not be returned.